Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss performed a footpedal test. The fss found the rear panel connector (rpc) printed circuit board had caused the footpedal to fail the function test. The fss replaced the rpc and proactively replaced the footpedal. In addition, an annual preventative maintenance was performed. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear occurred in the patient's operative eye resulting in an unplanned vitrectomy procedure to be performed. A brief description from the surgery center was that the footpedal was momentarily unresponsive and a result a surge was generated contributing to the capsular tear. Although, the procedure was completed and the posterior intraocular lens was placed in the sulcus, the patient was referred to a retinal specialist for a par planned vitrectomy.